Manufacturer narrative:
A field service visit was initiated. The technician discovered the ceramics manifold was leaking pink fluid inside. The rotary valve ceramics were replaced. The analyzer was left in working condition. Multiple attempts were made to the customer to obtain additional details to help ascertain root cause, on 2/10 and 2/18, with no response. A DHR (device history record) review was performed on the reported analyzer. No abnormalities or concerns were observed. The DHR indicated the released product met all specifications. No further action is recommended at this time. Nova biomedical will continue to monitor for this or similar events.

Event description:
Per customer: "I am writing to report that our nova stat profile prime plus was completely nonfunctional today, which significantly impacted patient testing and workflow in our laboratory. This downtime directly affected patient care. We had a stat patient with suspected hyperkalemia, and we were unable to provide critical potassium results to the provider due to the instrument failure. This situation posed a serious risk to timely clinical decision-making." A follow up with the customer indicated the analyzer had been down all day and after consumables were replaced the analyzer has been busy priming/calibrating and most of the test are locked out. The audit log indicated slope errors on several parameters.